Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor - service code(s)/wrench code(s)) was confirmed. The monitor was displaying a service code 102. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a damaged q4 transistor on the computer/analog pca. The root cause for the damaged q4 transistor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.